Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe since it is a medical event and is not related to the device. Rupture: observed one opening in anterior side assessed as surgical damage and missing side assessed as inconclusive. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: brown particle observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "hardening" and rupture. Device was explanted.